Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00204 on 21-sep-2023. Additional information 19-dec-2023: an investigation was conducted for the issue of two separate tnih samples that presented elevated results with normal repeats on (B)(6) 2023. Siemens inspected sample and reagent traces, that monitor aspiration and dispense volumes, and no deformities were found. System autocheck passed for the day of the event. Hardware errors were not present during the processing of both samples. The sensor status files were not provided for review. Based on the log review, siemens could not identify a definitive hardware cause that contributed to the elevated samples. A siemens customer service engineer performed a service visit at the customer site on (B)(6) 2023. The system is operational. The atellica im 1300 high-sensitivity troponin I (tnih) lot 090 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on an atellica im 1300 instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument and on an alternate non-siemens instrument. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report falsely elevated high-sensitivity troponin I (tnih) results that were obtained on two patient samples on an atellica im 1300 instrument. Quality controls (qcs) recovered within ranges on the day of the event. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." The limitations section of the atellica im tnih IFU states: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." Siemens is investigating.